Event description:
My appointment initially was a 6:50pm I have arrived perhaps an hour early. (B)(6). I asked for the copies of the 3 pages that I was asked to fill-out worked on. It was one page that I need to sign a release; I don't want to sign for my information to be released. Only to the doctor that prescribed the MRI needs to get a report and I've asked if I could have a cd or a dvd with me when I leave. I have arrived early my appointment. I told the front desk I want to go upstairs to make a quick text and I'll be right back so when I came back at 6:27 to be exact I was told (B)(6) was looking for me, way too early for my appointment because the front desk argued with me that I will not be seen any minute before 7:00 p.m. But regardless I went to see (B)(6) and I also asked if I could use the restroom and she said well they just told me you went to the restroom which it was not true because I went outside to make a quick text. 0n (B)(6) 2025 I truly believe the frequency of the MRI was way to high too much high the level of magnetic radiation is. I did feel an inconvenienced because I do have metal in my shoulder and my hip, I did circle it on the sheets that it was given to me during the admission and the MRI needs to be done on the right hip today (B)(6) 2025. The MRI was on the right hip and the right knee so when it's over I couldn't even see it was blurry double vision that I could not even open the locker finally (B)(6) went to their secrets switch to release the locker for me and I left and I got home I did not feel good my stomach was extremely warm and bloated nauseous and I start getting dizzy in a way that is if I'm in a blender disoriented double vision roller coaster feelings I ended up in the emergency room. I left the MRI she did not want to give me a dvd or a cd the lady at the front desk she refused "(B)(6)" I believe that's her name black young lady and I asked is there a manager on duty she said no but you're not going to get the copy. I asked do you have the photo copies of the three forms I was working on that I requested before I went inside she said yes well she gave me two copies the one I circled were the metal is on my body she did not give it to me but the third one she gave me a copy of the release form that it was not my signature she forged my signature forged. She gave me a copy of the release form which it was not my signature it was forged, and she said this is your name on the top of the page and I said yes but that's not my signature somebody forged my signature but yet she insisted not to give me the dvd I would like a formal investigation in regards of the matter and also the frequency of the MRI was used on me I believe truly that the MRI frequency wave was way high is it a part of revenge or retaliation against the clients which is unethical I would like a formal report to be documented, and I would like a copy of the final investigation report. And I would like a copy of the dvd to be sent to the mailing address on file by fedex or by a carrier. By the way I ended up in the emergency room rib cage hurts badly pain, disoriented as if I'm in a blender heavy vertigo double vision my stomach is bloated lots of pain in the stomach abdomens.